Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during cataract surgery with intraocular lens (iol) implant procedure, proximal haptic broke. During lens progression in eye, the haptic was caught by the injector and split at the base. Implant entered the anterior chamber and had to be explanted by widening the incision. The procedure was competed with new iol.

Manufacturer narrative:
On initial MDR the FDA product problems 2524 was an erroneously submitted. The product was returned for analysis and the reported damage was observed. Iol returned adhered to the inside of a sample container. A significant amount of solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is intact. The optic is cracked/fractured and scratched/marked-rejectable with a piece missing. The product investigation could not identify the root cause for the reported complaint "broken during injection". Only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).